Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced discomfort at the ipg site. As a result, the patient's ipg was explanted and replaced with a different model. The new ipg was implanted at a new location. The issue was resolved by surgical intervention.